Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No physical sample has been returned for evaluation, therefore, the condition of the product could not be verified. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. If possible, the customer should provide picture of the reported issue in order to help with the investigation of this complaint. A review of the reported pak's bill of materials (bom) shows the suspect product. A review of the manufacturing records for this lot shows the pak's expiration date is 2025-02-28. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Flex completed and performed a personnel awareness for the complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the had events of toxic anterior segment syndrome/endophthalmitis and believed that the issue is due to the back table drape within their custom paks that have lint all over them and have gotten into patients' eyes. The procedure details were unknown. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).